Event description:
Radiologist noticed broken vial of lidocaine when sterile prepackaged tray was opened. Manufacturer response for safe-t plus thora-para 8 fr catheter drainage tray, safe-t plus (per site reporter). Waiting on reply.